Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 1.7, lab: 4.2. Lab test was performed four hours after meter testing. Rn completed a study for a week to compare results of pt; the above pt was non compliant.

Manufacturer narrative:
Investigation pending.